Manufacturer narrative:
This report is submitted december 20, 2019. - attachment: [155796 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 18, 2019, by cochlear ltd.

Event description:
Per the clinic, the device was explanted (date not reported) due to open circuit with electrodes at switch on. No significant auditory or non auditory response obtained. Proper electrode array position was confirmed by x-ray. The recipient has been reimplanted with a new device.